Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 120 mg/dl at the time of incident. Customer also indicated that the insulin pump drive support cap was sticking out of the device and not recessed into the the insulin pump. The product will be returned.

Manufacturer narrative:
Pump passed the displacement test but alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to the compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.